Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/07/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/23/2015 with the following findings: a review of the pump black box showed multiple loss of prime warnings due to low non-zero force. The pump performed the rewind, load, and prime sequence and was exercised for 24 hours without loss or primes occurring. A force sensor calibration test confirmed that the pump was detecting force correctly. The pump was opened and no damage was noted to the force sensor assembly or circuit. Unrelated to the complaint, the battery compartment was found to be cracked along the side of the compartment.